Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 69 mg/dl, and the meter bg reading was 20 mg/dl this level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the increased basal, customer's blood glucose (bg) level lowered to 20mg/dl. Bg was addressed via a glucose injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.